Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was beeping and recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The battery appeared to be depleting more quickly than expected. ICD replacement was recommended and this device was explanted and successfully replaced. No adverse patient effects were reported.